Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed external visual inspection but failed functional testing as a result of the output dc voltage varying the output cable was moved. Closer inspection with a dmm revealed an intermittent lack of continuity in the positive (red) wire in the connector. In addition, the cable was opened and the red wire was found open. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be attributed to wear on the strain relief as a result of excessive bending. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient was experiencing power disconnect alarms. The patients controller ac adapter (B)(4) removed from service and replaced with (B)(4). There was no reported consequence or impact to the patient. No further information was provided.